Manufacturer narrative:
Instrument had multiple hardware failures leading to errors and invalid results. T2 service engineer has replaced faulty hardware and is in the process of testing the instrument.

Event description:
7 november 2024: t2biosystems received a customer complaint of a suspected clinical false negative e. Coli result using the t2bacteria panel.